Event description:
The user received an erroneous troponin t result for one patient serum sample from a 16x100 bd vacutainer tube. The initial result was <0.010 ug/l, repeat results were 0.879 ug/l and 0.860 ug/l. The lot number of the troponin t reagent was 15563801. Due to the lab policy to repeat all discrepant troponin t results, the initial result was not reported outside of the laboratory. No information was provided to determine if the patient was adversely affected. The field service representative found on (B)(6) 2010, the user had a problem with a reagent pack cover and the mixing paddle got bent. He installed a new paddle, checked the cap opener and mixing paddle.

Manufacturer narrative:
The investigation determined the low result might have been caused by a bent bead mixer which was replaced during the service visit. The false negative result was not reported outside the lab.

Event description:
The user received an erroneous troponin t result for one patient serum sample from a 16x100 bd vacutainer tube. The initial result was <0.010 ug/l, repeat results were 0.879 ug/l and 0.860 ug/l. The lot number of the troponin t reagent was 15563801. Due to the lab policy to repeat all discrepant troponin t results, the initial result was not reported outside of the laboratory. No information was provided to determine if the patient was adversely affected. The field service representative found on (B) (6) 2010, the user had a problem with a reagent pack cover and the mixing paddle got bent. He installed a new paddle, checked the cap opener and mixing paddle.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.